Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
The doctor went to seat an 8mm insert and it would not seat after trying to impact into position. The doctor elected to go with a 9mm insert.

Manufacturer narrative:
The sigma hp uni ins sz4 8mm lm/rl was returned for evaluation. The sigma hp uni tib tray sz4 lmrl was not returned as it remains implanted in the patient. Examination was performed by a commercialized product development engineer. Upon examination of the returned size 4 insert ((B)(4), lot# 616583), there is minor scratching present throughout the surface of the part; however, this likely occurred while the insert was trying to be seated. Otherwise, the insert does not display any distinguishable irregularities that would substantiate attachment difficulties. Furthermore, the complaint does not appear to be a result of product deficiencies and there is no possibility of determining whether or not the proper technique was implemented when attempting to mount the insert. With the information provided, the root cause of the insert not engaging cannot be definitively determined nor the complaint confirmed. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history record for the sigma hp uni ins sz4 8mm lm/rl did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.